Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. After the donation, the donor complained of being light-headed. The donor was given care per the center's sop's and provided orange juice. They were also asked to sit down and eat something. The donor was in a hurry, and left without eating anything. The donor was later found in the parking lot unconscious. The donor suffered a concussion during the fall and was reportedly unconscious for approx 10-15 minutes. This report is being submitted due to the donor reaction.

Manufacturer narrative:
(B)(4). The run data file was investigated for the procedure on (B)(6) 2010. There were no updates to the donor's info or adjustments made throughout the 52 minute procedure. No unusual process variable was identified and trima accel operated as intended. A service rep performed an on-site verification of the machine on (B)(6)2010. All pressure and level sensors were within specs and the pumps performed without issue. An auto-test and simulated pt run were also performed with no issues. The disposable set was examined and no defects were observed. Conclusion: known potential side effect of the procedure.